Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer stated that the insulin pump had discoloration on the side of the battery compartment. The customer's blood glucose was 197 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.